Manufacturer narrative:
On (B)(6) 2015: pump data reviewed by tandem technical support. Data indicated that customer changes cartridge every 4-7 days and infusion site every 3 days. The tandem t:slim pump user guide states that novolog insulin has been tested up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (300-400 mg/dl). Customer changed the cartridge and site to stabilize blood glucose levels.